Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The corrected result was obtained with a new sample from the patient. The cause of the inconsistent vancomycin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Inconsistent vancomycin results were obtained on a patient sample on a dimension vista 1500 instrument. The sample was repeated on an alternate dimension vista instrument, and results were also inconsistent. The customer did not report any results to the physician(s). The customer requested a new patient sample for testing. The new sample was tested and the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the inconsistent vancomycin results.